Event description:
A falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on an alternate atellica im 1600 analyzer. The repeat result recovered lower than the erroneous result and was in line with the patient's clinical condition. The repeat result was considered correct and reported to the physician(s). There are no known reports of adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) and calibration were within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the wash block 2 tubing and noticed that one of the piping systems was obstructed. The cse cleared the obstruction, cleaned the instrument, adjusted the vacuum, and ran auto check, which recovered acceptably. Following the service activities, a precision study for each quality control level with 10 replicates was conducted and recovered acceptably. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.